Event description:
It was reported that a patient presented with high pacing impedance and high capture threshold on the right ventricular (rv) lead. Electrocardiogram revealed that the lv lead was not capturing. Chest x-ray was performed and revealed that the left ventricular (lv) lead had dislodged. On (B)(6) 2024, the physician elected to cap and replace the rv lead and explant the lv lead with no replacement. The patient condition was stable.